Manufacturer narrative:
The investigation into the reported issue concluded there was no product malfunction. Additional information provided by the customer verified the event was caused by user error and no device malfunction occurred. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
An investigation is underway to determine the root cause of the issue. Results of the investigation will be included in a follow up report upon its completion. Data provided by the customer is being analyzed. An investigation is underway to determine the root cause of the issue.

Event description:
A customer reported encountering an incident where the folder for one patient¿s study was labeled with the subsequent patient¿s name. Upon opening the incorrectly labeled folder, the correct patient¿s name and images were displayed on the system. The data mix-up was identified by the user and there was no allegation of altered patient outcome as a result of the issue.

Manufacturer narrative:
Additional investigation into this event determined certain uncommon workflows have potential for incorrect patient data to be displayed and saved into an exam. A medical device correction letter has been distributed to customers with systems potentially affected. The letter includes specific software symptoms, alternative workflows when encountering those symptoms, and proactive steps to avoid recurrence of any observed symptoms. This action was reported to FDA per 21 cfr part 806 on 11/3/20. Reference corrections and removal report number 3019216-11/03/20-001-c submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event. H3 other text : data provided by the customer was analyzed.